Manufacturer narrative:
H2: updated the device identification fields to align with the information in the corresponding fields in gudid.

Manufacturer narrative:
A visual, dimensional, and functional inspection were performed on the returned device. The reported material separation and difficult to advance could not be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. In this case, return device analysis was unable to confirm the reported difficult to advance or material separation. The returned wire had no damage or anomalies noted. Additionally, the wire¿s outer diameter was confirmed to be within specification. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported during preparation of two 014 hi-torque pilot 150 guide wires (gw), the devices were attempted to be advanced into the guide wire introducer from the distal floppy end. Neither gw could be advanced, so they were both attempted to be backloaded through the introducer from the proximal end and the distal end of the polymer coating of the guide wires sheared off. The guide wires were not used in the procedure. There was no patient involvement and no clinically significant delay reported in the procedure. A non-abbott gw was prepped and used in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional hi-torque pilot device referenced in b5 is filed under a separate medwatch report number.